Event description:
It was reported a patient presented with a pocket erosion on their implantable cardioverter-defibrillator. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.